Manufacturer narrative:
Concomitant medical products: product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID 3037, serial# (b)(3), product type: programmer, patient. Product ID 3889-28, lot# va0hhdh, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect. The patient¿s urinary incontinence symptoms returned gradually. The patient had had a couple of reprogramming sessions since implant and the most recent one was in (B)(6). The patient fell and felt funny afterwards. They thought the system was possibly damaged, but the health care provider (hcp) said they were ok. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.